Event description:
During a robotic colostomy takedown on (B)(6) 2023, the monopolar curved scissor was reported to have stopped working at the distal end. The scissor was removed from field and replaced with another, then tagged and sent to spd to be addressed. There were no deviations in care and no harm to patient caused. No fragments fell in the patient. The procedure was completed as planned.